Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing a 2:1 flutter being tracked at 130 beats-per-minute because every other flutter wave was blanked. The patient felt pre-syncopal as a result of the fast pacing. Programming changes were made to allow all of the atrial activities to be sensed. The patient was stable after the programming changes.